Manufacturer narrative:
This product is manufactured in (B)(4), but not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4, -17.00/+1.50/x005 diopter implantable collamer lens in patient's left eye on (B)(6) 2014. Excessive vault with significant reduction of indo-corneal angles was noted. A repositioning of the lens was performed. The lens was explanted and exchanged for a shorter length lens on (B)(6) 2016. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/20. See MFR. #2023826-2016-00713 for right eye.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
(B)(4).